Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that they can readily see the ins as it is really thin. The patient reported that there was some movement in the pocket and the ins has slide around about an inch. It was reported that it has always been that way. No patient complications have been reported because of this event.